Manufacturer narrative:
The affected device has not been returned to nidek. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The device was tested and evaluated for proper operation. The treatment output energies were checked and were within specifications on evaluation fse observed several spots and dust on oculars and objective lens. Fse cleaned the oculars and the objective lens. The device has been functioning properly. Nidek clinical specialist contacted customer to gather additional information regarding complaint. Customer reported that they had issue of pitting lens in the past. Customer did not provide any information regarding the number of patients affected as the customer said doctor observed only minor pitting in few cases but not very significant and none of the patients had any serious outcome. Customer also reported that doctor had some issues with focusing but after the service both the issues were resolved and now doctor does not observe any pitting and the focusing is also better. Nidek would be submitting single MDR at this time as the number of patients affected was not confirmed. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Nidek would like to confirm that the focusing issue could have been due to dirty optics. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from customer on (B)(4) 2015. Nidek recall team contacted customer regarding yc-1800 recall; during that time, technician reported that doctor had experienced pitting lens in the past. No additional details were provided at the time.